Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# va1qhbf, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 12-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported the procedure was a total device replacement which include the lead and implantable neurostimulator (ins). The new electrode was not able to stay into the new neuromodulator. To solve the connection issue, another new neuromodulator was used. The defective one had been provided to the pharmacy so as to be returned. The patient was not impacted by the device issue. Factors that may have led or contributed to the issue was nothing. Actions taken include the surgeon tried to use another dynamometric screwdriver but it did not solve the issue. The issue was resolved. Additional information received reported that the ins was at end of life and the lead was not working anymore. The connection issue was coming from the connection part of the ins which was defective.

Manufacturer narrative:
Product ID: 388928, lot# va1qhbf, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 388928, lot# va1qhbf, product type: lead. Fdc pertains to the ins (s/n: (B)(4) and fdc pertains to the lead (s/n: (B)(4)). Fdm and fdr codes pertain to the ins (s/n: (B)(4)). Fdm and fdr codes pertain to the lead (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2020-01-14 12:51:34 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Concomitant medical products: product ID: 388928 lot# va1qhbf, product type: lead. Analysis of the ins (s/n: (B)(4)) found the setscrew was backed out too far. (B)(4). If information is provided in the future, a supplemental report will be issued.